Event description:
The company was informed that the pt has a cholesteatoma that has eroded through the mastoid cavity and surrounded the electrode array creating a cholesteatoma pocket. Part of the electrode array has extruded and is sticking through the ear drum. On (B)(6) 2012 the pt was prescribed 500 mg cipro tid and ciprodex drops for two weeks. On (B)(6) 2012, the surgeon removed as much of the cholesteatoma as possible. The pt is currently being monitored. Advanced bionics is in the process of gathering more info. Once more info is received a follow up report will be submitted.